Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) following bi-ventricular paced events. It was noted the patient has a history of twos. The rv lead was reprogrammed and remains in use. Additional programming options were discussed. No patient complications have been reported as a result of this event.